Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation. Supplemental report: the reported event could not be confirmed based on the limited information provided. Additional information was not provided upon request. The lot number was not reported. A review of the batch record could not be performed. However, all product manufactured by anika and anika entities are released to applicable procedures and specifications. A retrospective three year review of all nonconformances associated with this product. There was no nonconformances related to the reported event. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 23 august 2023 the distributor reported to anika that a 65 year old patient of unknown demographics experienced paint after receiving a monovisc injection. The patient reported receiving one injection of monovisc. The patient reported experiencing swelling and pain reported to the emergency room on 22 august 2023. The patient reported not having any allergies. The patient reported taking unspecified drugs to address the reported pain. It is unknown when the patient was discharged from the emergency room. The current status of the patient is unknown. There was no report of any appearance issues with the device or packaging at the time of use. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 the distributor reported to anika that a 65 year old patient of unknown demographics experienced paint after receiving a monovisc injection. The patient reported receiving one injection of monovisc. The patient reported experiencing swelling and pain reported to the emergency room on (B)(6) 2023. The patient reported not having any allergies. The patient reported taking unspecified drugs to address the reported pain. It is unknown when the patient was discarged from the emergency room. The current status of the patient is unknown. There was no report of any appearance issues with the device or packaging at the time of use. Additional information was solicited.